Event description:
The hcp reported the patient presented with a pocket erosion. A culture of the device pocket was negative for growth and the patient was determined not to have an infection. The patient was treated with a partial device system explant. The patient experienced drug withdrawal symptoms of sweating and nausea and the outcome was reported as ongoing. The patient had a risk factor of diabetes and is on coumadin with "pocket hematoma."